Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tip of the trocar cannula break off? Yes . Was the part retrieved? Broken piece as small? No. They were dispose during operation. Was there any patient consequence? I don¿t know.

Manufacturer narrative:
(B)(4). Batch # p91d3d. Device analysis: the analysis results found that the b12xt device was received with the housing cap detached from the sleeve assembly. Upon visual inspection, was noted that the sleeve was not properly welded. The most likely cause is related to the manufacturing process. We have documented the circumstances as they were reported to us. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2017. Event month and day: unknown. Event year: 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the tip of the trocar cannula break off? Was the part retrieved? Was there any patient consequence?

Event description:
It was reported that during bilateral axillo-breast approach robotic thyroidectomy, the canal tip of the trocar breaks.